Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient was not feeling stimulation. The patient was unable to communicate with the patient programmer (pp) with or without the antenna attached and was also unable to communicate with the implantable neurostimulator recharger (insr). The implant was not on. Impedance measurements were not taken as the hcp's clinic did not have a clinician programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.